Manufacturer narrative:
Philips service replaced the mvr high power board and resolved the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the mvr high power board failure caused geometry and table lock during a procedure on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.